Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a patient with diffuse lamellar keratitis (dlk) stage two which is greater in the right eye than the patient's left eye. The patient was prescribed an oral steroid and topical steroid drop dosage was increased. The patient notes being happy with vision. Upon follow up, dlk is resolving. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. Symptoms have resolved.